Manufacturer narrative:
Aware date updated from 2020-11-12 to 2020-11-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: corrected first sentence of second paragraph to, "additional information was received from a healthcare provider via a manufacturer representative (rep)." Previously reported as "additional information was received from a manufacturer representative (rep)." G2: checked health professional box in addition to previous report sources. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that they had not been made aware of the previously reported complaints prior to this correspondence. They spoke with the physician assistant and it was confirmed the doctor had adjusted the patient's stimulator the last time they were in. The patient had reported no additional bowel issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was set too high after surgery because they felt painful stimulation in their back and legs. The device was implanted for bladder, but the stimulation being too high stopped the patient's bowel movements. They had the device settings readjusted so they felt stimulation in the bicycle seat. Since then, the patient had issues with bladder control and 'urinary pain'. They had the settings adjusted three times for this and the physician assistant (pa) noticed the stimulator 'moved'. The pa told the patient that the devices 'move overtime'. The patient also mentioned two or three months ago they had a sudden electrical shock. They reported they noticed the symptoms worsen when the communicator was not charged. The patient has neuropathy which they thought affected their symptoms. Troubleshooting was unable to be performed as the patient did not want to make any adjustments until after their trip. Stimulation was currently set to 0.9 volts on program 6. Additional information was received from a manufacturer representative (rep). The rep reported that they had not been made aware of the previously reported complaints prior to this correspondence. They spoke with the physician assistant and it was confirmed the doctor had adjusted the patient's stimulator the last time they were in. The patient had reported no additional bowel issues.